Event description:
During a laparoscopy procecure, the stryker endoscopic grasper was being used to lysis of adhesions, when the grasper broke. Two small fragments are missing from the device, however, x-ray was unable to confirm whether the fragments remained in the pt's pelvic cavity.